Event description:
It was reported that during a total laparoscopic hysterectomy procedure the device was opened and it was noticed that there was blood on the device. A second device was used to complete the case with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.